Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of ventricular tachyarrhythmia therapy. Continuation of concomitant products: 6935 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged causing multiple inappropriate shocks. The patient was hospitalized. The lead is still in use. No further patient complications have been reported as a result of this event.